Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the trigger has been fully advanced and locked within the handle indicating a complete deployment. No ts or suture remain on the delivery needle or were returned for examination. Without the return of the construct the reported complaint of t2 missing cannot be confirmed. A review of the manufacturing records confirmed all components required for this product build were issued to the work order. This investigation could not identify any evidence of product contribution to the reported complaint.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a meniscus surgery after t1 was deployed and when ready to deploy t2, t2 couldn't be found. The procedure was completed with a backup device with no significant delay or patient injury reported.